Manufacturer narrative:
A2): patient''s date of birth unk. D4): device lot number, expiration date, serial number unk. Partial UDI populated. H4): device manufacture date unk because lot number unk. H3/h6): the device was discarded, thus no investigation could be completed, and the cause of the reported failure could not be confirmed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead from a right sided approach, due to non function. A spectranetics lead locking device was inserted into the lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath, the patient''s vasculature was noted to be tortuous, with a sharp 90 degree turn from the right subclavian into the superior vena cava (svc). Attempting to navigate the vessels, the glidelight kinked, and created a crack within the outer sheath. Use of the glidelight was discontinued and the procedure was completed with a spectranetics tightrail rotating dilator sheath with no reported patient harm. This event is being reported for unintended radiation exposure, potential for harm.

Manufacturer narrative:
D4): correction: removing primary di number from UDI# field. The lot number was not provided, thus an entire UDI# is unavailable. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person."